Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the airway mobilescope had foreign objects coming out of the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed as dust had been inhaled inside the channel. Based on the results of the investigation, it was unclear whether the reprocess could be carried out according to the IFU, so the cause of the residual foreign matter could not be identified. The root cause of the foreign matter remaining on the device could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual maf-dm2/gm2 /tm2 series operation chapter 3 preparation and inspection, the detection method is described. Instruction manual maf-dm2/gm2 /tm2 series cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocessing of endoscopes (and accessories to be reprocessed). Olympus will continue to monitor field performance for this device.